Event description:
The device was returned for analysis and the investigation of the device revealed that the catheter (subject device) shaft had a hole and was leaking. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During analysis the returned catheter shaft was deformed 35cm to 44.5cm from the proximal of the hub and the catheter shaft was kinked 57.5cm from the proximal of the hub. The catheter was flushed and a leak was coming from beneath the primary strain relief. To determine where the leak was coming from - the primary strain relief was removed to allow a visual examination of the proximal shaft. There was a perforation visible on the complaint unit going through the secondary strain (ssr) & the catheter shaft. The quality/ engineering line support viewed the unit and confirmed the issue. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use and there was no damages noted to the packaging prior to opening the packaging. The dispenser hoop was flushed before removing the subject catheter and no resistance was felt. During one basilar artery (ba) tip aneurysm embolization case, the operator prepared to use the subject catheter to deliver a stent. Checked the subject catheter properly before use and when flushing it, the operator found the proximal connection at hub was leaked. The physician would have perceived the hub to be leaking; however, during analysis the catheter shaft was found to be leaking. An assignable cause of manufacturing will be assigned to the as reported catheter hub leak as well as the as analysed catheter shaft leak during preparation and catheter shaft has hole/perforation as this is an issue in which product fails to meet specification due to the manufacturing process at a stryker neurovascular manufacturing site. The as analysed catheter shaft deformed and catheter shaft kinked/bent will be assigned handling damage as the issue is due to handling of the product or portion of the product upon removal of the product from the packaging, or preparation of the product prior to use.